Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that the up arrow button was not responding. Customer reported to have been in an accident and the insulin pump flew out the car and hit rear window. Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would need to be replaced.